Manufacturer narrative:
Block h6: added codes 419 (balloon) and 2199 (no health consequences or impact).

Manufacturer narrative:
The patient's dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. During inflation, the balloon ruptured below rbp. No patient injury, this MDR is being reported conservatively. Patient information regarding relevant tests/ laboratory data or medical history are unknown. This information was not available from the facility. Foreign: (B)(6): PMA/510(k) is n/a. This device is only sold in (B)(6). The angiosculpt device was returned with a syringe attached to the hub (inflation port). Visual inspection found a misaligned scoring element and a kinked shaft distal to the strain relief. During functional testing with no guide wire support, using an indeflator filled with green dye water, the device was pressurized and at less than 2 atm, a leak was observed. Under microscopic inspection, a longitudinal tear was observed on the whole length of the balloon. An undersized introducer sheath (5f) was used. The instructions for use indicates the device is compatible with a 6f introducer sheath as indicated on the product label. In addition, the IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp. The health effect impact code (heic) field was intentionally left blank. A supplemental MDR to follow upon availability to enter code: 2199 (no health consequences or impact).

Event description:
The angiosculpt device was used in a patient. During the first inflation at 2 atm, the balloon leaked. The procedure was completed with the suspect device. No patient injury reported.